Event description:
During an injection of intravenous contrast at a rate of 1.7 cc/second the patient's IV infiltrated (right antecubital site) and approximately 90 cc of omnipaque 300 extravasated into the surrounding soft tissues of the upper right arm. Extravasation seen on the CT scan (the only area in the body that contained the contrast was the upper right arm).follow up reveals:the staff is of the belief that the device, the injector, is doing exactly what it is suppose to do.